Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510 k number for the denali femoral system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, video sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the patient, diagnosed with an inferior vena cava thrombus, was scheduled to receive a trans-femoral filter. Angiography showed no abnormalities, though the vessel appeared slightly tortuous. During delivery, the device was failed to advance through the sheath despite repeated attempts. When the sheath was withdrawn, it was discovered that the connecting rod had fractured, and the filter had separated from the pusher mechanism, preventing successful placement. The procedure was completed using another device. There was no reported patient injury.